Event description:
There was no patient involved in this event. Device has a red status indicator.

Event description:
There was no patient involved in this event. Device has a red status indicator.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 9th july 2013. Upon receipt, the -ve terminal pogo pin was shorter than the other pogo pins and could only spring back partially into position, indicating the pin had failed. This had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations in the device memory and the subsequent low battery fails from the (B)(6)2016 . The user would have been alerted with ¿warning, low battery, device service required¿ prompts alongside a flashing red status led, as per the reported fault. The fault could not be replicated with a new -ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. The dirt observed on the speaker housing and on the rubber feet on the lower case would suggest the device had been stored outside of the indicated conditions. This may have contributed to the deterioration of the pogo pin. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a sam 350p.